Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following sexual intercourse prior to the incision site healing up, the patient developed scrotal infection with an inflatable penile prosthesis (ipp). It was also noted that the patient had not informed the physician of their diabetes diagnostic. It was noted that the condition could have led to the infection symptoms. A surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. No additional information was reported.